Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported backup mode could not be conclusively determined. (B)(4).

Event description:
During a follow up, the device was noted to be in backup vvi mode. The device firmware was restored to resolve the issue.